Event description:
User reported that the centrifugal drive overheated and would not flow. User hand-cranked during case. There was no patient harm; however, spectrum medical considers this event to be reportable.

Manufacturer narrative:
Spectrum medical considers a malfunction resulting in a pump stop to be reportable. There was no patient harm and the user successfully completed the case using the hand crank, a mitigation included in the design of the system. The results of the investigation are still pending.